Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and not returned with the device. The control wire was separated per design. In addition, the over sheath was missing and no tissue was noticed. The root cause can not be determine. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6), 2010 (patient's age, gender and weight are unknown). According to the complainant, during the procedure, they took off the outer sheath and placed the clip on the tissue but the clip would not release from the catheter. They had to pull the clip off the tissue causing a tear in the tissue. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information: a colonoscopy was performed. They had to pull the clip off the tissue causing a very minor tear with insignificant bleeding.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6), 2010 (patient's age, gender and weight are unknown). According to the complainant, during the procedure, they took off the outer sheath and placed the clip on the tissue but the clip would not release from the catheter. They had to pull the clip off the tissue causing a tear in the tissue. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. A colonoscopy was performed. They had to pull the clip off the tissue causing a very minor tear with insignificant bleeding.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B) (6) 2010 (patient's age, gender and weight are unknown). According to the complainant, during the procedure, they removed the sheath from the device. They closed the clip on the tissue but the clip would not release from the catheter. Therefore, when they pulled to remove the device the clip tore the tissue. The case was completed with another resolution clip device. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
It has been reported that the patient is over 18 years old. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).